Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle. They changed to a new stapler & reload to complete the case. The patient was alive with no injury.